Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d3(manufacturer fax); e1; e3; e4. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease. During support, the placement signal was intermittently present, cycling on and off every few minutes, although the patient continued to be supported. Air was confirmed to be present in the purge line during de-airing, prompting the automated impella controller (aic) to alarm and instruct switching to backup. After de-airing was completed, the alarm resolved; however, the placement signal again became intermittent before returning. Given these events, an aic-to-aic transfer was performed. The patient subsequently expired while on support. The reported events are placement-signal issues, device revision or replacement, hemodynamic instability, and death. The aic will be conservatively reported for death; however, the death is most likely attributable to the severity of the underlying ami/cgs and associated hemodynamic deterioration.

Manufacturer narrative:
Corrections were made to d4 (unique device identifier), d4 (catalog number) and d4 (serial number).

Manufacturer narrative:
B5: clinical narrative updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease. During support, the placement signal was intermittently present, cycling on and off every few minutes, although the patient continued to be supported. Air was confirmed to be present in the purge line during de-airing, prompting the automated impella controller (aic) to alarm and instruct switching to backup. The field representative responded that during transfer, the bag became inverted and 'truly sucked in air." After de-airing was completed, the alarm resolved; however, the placement signal again became intermittent before returning. Given these events, an aic-to-aic transfer was performed. The patient subsequently expired while on support. The reported events are placement-signal issues, device revision or replacement, hemodynamic instability, and death. The aic will be conservatively reported for death; however, the death is most likely attributable to the severity of the underlying ami/cgs and associated hemodynamic deterioration.